Event description:
It was reported that the patient loss consciousness and was taken to the emergency room (ER) via ambulance on (B)(6) 2026. The patient had begun to feel dizzy, experience low blood pressure and loss consciousness, causing them to fall and hit their face. The patient reported that they had lost a lot of blood due to the fall. The patient's specific blood glucose levels and duration the pod was worn were not reported. The patient was treated with short acting insulin twice via syringe. The patient did not know what the final diagnosis was as they were unconscious during the ER visit; however, they did report that the visit was due to the low blood pressure and fall, and not diabetes related. The patient left the ER later the same day and applied a new pod. The original pod was removed at the hospital and it is unclear if the insulin was administered during or after the patient had been wearing the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone16.2 cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158.